Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of the customer called to report a reoccurring issue with their insulin pump. The insulin pump would alarm insulin flow blocked. The caller had tried all remedies to fix the alarm but nothing worked. The customer's blood glucose reading was 330 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.